Manufacturer narrative:
The precice nail for the patient's right femur was exchanged on (B)(6) 2015. To date, the patient is doing fine and no negative outcomes were reported.

Event description:
A distributor alleged that a patient's precice nail was not functioning. The patient was implanted bilaterally with precice femoral nails on (B)(6) 2015. The patient may have exerted a high amount of torsional force on the right precice nail.